Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 2.8, reference: 7.6, mean: 5.20, confidence limits: na. Analysis of customer's data revealed that inratio and reference test result comparison did not meet accuracy criteria. The calculated mean is greater than 5.0 and the difference is greater than 2.2. Customer's results are considered discrepant beyond the context of the documented variability for inr testing. No product is expected to be returned. Retained strip testing from a previous case revealed that result comparisons met accuracy criteria. (B)(4) due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4), no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established. Investigation results from a previous case for strip lot #243932. Donor 1 produced a lab result below the validated therapeutic testing range (1.5 - 4.5 inr). These results are not applicable for further analysis, so add'l donors were scheduled for testing. Sysmex result for donor 2 is below 2.0. The minimum 2 out of 3 replicates for this donor is within the acceptable bias variance of + or - 0.5. Sysmex result for donor 3 is above 2.0. The minimum 2 out of 3 replicates for this donor is within the acceptable bias variance of + or - 1.0. No further action is required.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 2.8, lab: 7.6. Pt's therapeutic range: 2.0-3.0 inr.